Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons were unresponsive intermittently. Customer's blood glucose was 153 mg/dl. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected battery alarms were noted during testing. The pump passed the leak test. The pump was received with all buttons responding properly. No damage or moisture damage on the keypad assembly noted. No unlocked keypad connector or button keypad anomalies were noted. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the lcd window, case and keypad overlay.